Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that 2-3 pen needles were unable to delver medication during use. The following was reported by the initial reporter: "it was reported that 2-3 pen needles would not release the medication at all and one of the needles would not puncture the skin during the injection. Verbatim: consumer reported 2-3 pen needles would not release medication at all. Stated it was like the needles were plugged up during his injection. Stated he also had one needle that wouldn't puncture the skin during injection."

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2-3 pen needles were unable to delver medication during use. The following was reported by the initial reporter, "it was reported that 2-3 pen needles would not release the medication at all and one of the needles would not puncture the skin during the injection. Verbatim: consumer reported 2-3 pen needles would not release medication at all. Stated it was like the needles were plugged up during his injection. Stated he also had one needle that wouldn't puncture the skin during injection."